Event description:
Customer reported that usb port on the pump was damaged and pump could not be plugged in or turned on, despite attempts with different cables. No information on blood glucose level was provided, and no adverse impact was reported. Customer declined to provide information regarding alternate insulin therapy.